Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device was dropped causing the front panel to be broken. The device was not in clinical use.